Event description:
It was reported to boston scientific corporation that during unpacking, a black hair was noticed to be on the tubing of the device, inside the packaging. The sterile seal was intact and the hair was seen through the packaging. The device package was not opened. No damage was reported to the device packaging.

Manufacturer narrative:
Analysis of the returned single action pumping system revealed that a long black hair was inside the sealed, unopened pouch. The hair was not caught in the seal. The loose hair was sealed inside the pouch during the manufacturing process. Therefore, manufacturing contributed to this event.

Event description:
It was reported to boston scientific corporation that during unpacking, a black hair was noticed to be on the tubing of the device, inside the packaging. The sterile seal was intact and the hair was seen through the packaging. The device package was not opened. No damage was reported to the device packaging.